Event description:
It was further reported that the patient had a new lead, as well as a battery replacement for normal depletion, and was doing "awesome."

Event description:
It was reported that the patient was to undergo a revision. The patient fell in 2009 and the lead has not worked the same since. The stimulator may also have been replaced. Additional information has been requested; if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4). Product type: programmer, patient: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 3487a, lot# j0228122v, implanted: (B)(6) 2003. Product type: lead. (B)(4).